Manufacturer narrative:
Concomitant medical products: ddbb1d4 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. The patient indicated they heard tones from their device, but did not hear a tone with a magnet placed on the device. In addition, there were chronically low r-waves noted with the right ventricular (rv) lead. The rv lead and implantable cardioverter defibrillator (ICD) remain in use. No further information could be obtained through a follow-up investigation. No further patient complications have been reported as a result of this event.